Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 25 mg/dl at the time of the incident. Customer¿s other relevant blood glucose levels were 29mg/dl, 89 mg/dl, 95 mg/dl and 110 mg/dl. Customer treated low blood glucose with glucose tablets. Customer was using insulin pump system within 48 hours of reported event. Customer did not alleging insulin pump was over delivering. The customer stated that insulin pump¿s auto mode was off. The insulin pump will not be returned for analysis.